Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Electrical testing did not find any indication of conductor fractures or internal shorts, thus the reported events of high capture threshold and r-wave amp variation were not confirmed.

Event description:
It was reported that the patient presented for a follow-up in clinic. The right ventricular (rv) lead was noted to have high capture thresholds and r-wave amplitude variation. The physician attempted to reposition the rv lead, but the helix of the lead failed to extend. The patient was asymptomatic. The rv lead was explanted and replaced and the patient was in stable condition.